Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and the infusion set was changed after each alarm to clear the alarm. Customer also reported that boluses were not being delivered. Pump history was reviewed with tandem technical support; no alerts or alarms were found associated with bolus delivery. Pump supplies were changed and bolus was not delivered. Blood glucose was 378 mg/dl. Customer reverted to using manual injections for insulin delivery.

Manufacturer narrative:
The investigation has been performed and the alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged bolus delivery issue could not be verified.